Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2013; 5076 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead has had increased capture thresholds since implant and the thresholds are now high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.